Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was reproduced at device investigation. System error 105 was also confirmed through a review of the event history log. It was found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. The investigation of the device also found the outer gearbox bearing is worn, with the bearing cage disintegrated. The failed motor assembly was replaced.